Event description:
The customer reported multiple false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed ,pcr confirmation testings generated negative results no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m167274 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m167274 and test base part number 190-430 / lot m167274 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m167274 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.